Event description:
It was reported to valeritas customer care that diabetic pt type 1 using the vgo 20 since (B)(6) 2013 experienced hyperglycemia, blood sugars were >600mg/dl and she was hospitalized. The pt reported the vgo adhesive for 5-6 vgo's was not adhering for 24 hours. Pt did share with vgo she was perspiring more due to the hot weather. Adverse event (ae) assessor has placed multiple calls to the pt and there has been no answer. Ae assessor has left a call back number and the pt has not returned the calls either. Without speaking with the pt, the ae assessor is unable to identify contributory causes to the hyperglycemia nor can device availability be ascertained.

Manufacturer narrative:
This MDR is being submitted per our procedure. Blood sugar reading of >600mg/dl (hyperglycemic), this is a type 1 pt at risk for ketoacidosis. Pt was hospitalized (medical intervention). No device returned for investigation and the possibility that the device not adhering may have contributed to the hyperglycemia.